Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It is possible that the device was not properly connected resulting in the reported leak; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, the rotating hemostatic valve (rhv) was leaking. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.